Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges chair is making noise and jerking when the chair closes. Allegedly the footrest abruptly closes and backrest snaps forward as the scissor makes its way past the lift frame.

Manufacturer narrative:
The device was returned and evaluated. The alleged conditions could not be duplicated.

Event description:
Dealer alleges chair is making noise and jerking when the chair closes. Allegedly the footrest abruptly closes and backrest snaps forward as the scissor makes its way past the lift frame.